Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to perforation issue. This ra lead never in service. No adverse patient effects were reported.